Event description:
It was reported that a pt was receiving noradrenalin and dopamine through the device. The device had been in use for approximately 48 hours when it reportedly blocked. The pt became hypotensive. An attempt was made to increase inotrope flow but this could not be achieved. The pt recovered with no permanent adverse effects being reported.